Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6a - 1998. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Revision operative notes state that patient was revised due to poly wear and extensive synovectomy (synovitis) which caused pain and swelling. Office findings state that left tka images show well positioned implants, effusion to knee, some slight laxity of varus/valgus stress testing, distal femur orif in good position, no osteolysis, no hardware failure, or loosening but there is slight poly wear with pain & recurrent swelling . A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial total knee arthroplasty on an unknown date in 1998. Approximately 23 years later, the patient was revised due to liner wear that caused pain and swelling. The liner was exchanged, the femoral and tibial components were found stable and well fixed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient was revised due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on an unknown date. Subsequently the patient is being considered for a revision due to unknown reasons. The sales rep was inquiring about poly alternatives. Attempts have been made and no further information has been provided.